Event description:
A us distributor contacted zoll to report that a patient developed a fungal infection under the lifevest equipment. Patient did note they are allergic to nickel. Patient described the area as itchy fungal/yeast infection. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed a cream for the infection. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.